Event description:
It was reported that the hex screw of the connector could not be loosened before it was implanted.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned connector was confirmed to have a jammed set screw. This was likely the result of the set screw being fully backed out past the acceptable position. Conclusion: the most likely cause of the customer reported event is the customer fully backing out the set screw past its usable position, which resulted in its jamming.

Event description:
It was reported that the hex screw of the connector could not be loosened before it was implanted.